Manufacturer narrative:
(B)(4). PMA/510k: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the flexor raabe guiding sheath's valve separated during a lower extremity angiogram procedure. The separation occurred at the end of the procedure, and it was provided that the dilator was not reinserted when sheath retrieval was attempted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested, but is not available at this time.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5: the valve detached while retracting the complaint device from the patient's anatomy. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the dimensional verification, complaint history, instruction for use (IFU), manufactures instructions, quality control, and a visual inspection were conducted during the investigation. The visual inspection of the returned device confirmed that it was used, and the dilator was not included. Biological matter was present on the side arm and connecting cap. No retained tubing was visible in the connecting cap and the proximal flare was intact. The total length of the device including the flare was within specification. The distal tip was intact, and no kinks, scratches, or hemostat marks were visible on the device. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, the an IFU is provided with the device, which states ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ it goes on to say ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ and ¿withdraw the sheath and dilator as a unit.¿ furthermore, a review of the manufactures instructions and quality control measures revealed that there were no gaps noted in either process. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.